Event description:
Additional information was received from the patient. The patient called in in regards to this case with a continuation of symptoms. Patient said when they first got the implant they felt like they could feel the wire down by their urethra and every time they went to wipe, they had the feeling of the wire there. Patient said no one told them what was determined. Patient said they had pain from this and they still are feeling pain now and it's feeling like it did last year. Patient said when they increased stim last year they felt almost like a quick electric shock but it wasn't painful. Now when they increase stim, it feels more like a "thud". Patient said they feel like something isn't right again. Patient said nothing as far as symptoms or pain has changed since implant. Patient also said they are still peeing themselves, getting up 5-6 times a night to go to the bathroom and not making it to the bathroom. Patient said they still feel like there's a wire down by their urethra and when they saw their hcp a week and a half ago, the hcp said everything was fine and changed patient's program from program 4 to 7. Patient said hcp did not communicate whether or not they tried other programs before changing to program 7 and did not do any imaging tests to check the ins placement. Reviewed general therapy optimization and options and recommended patient see their hcp to check internal components and placement of lead wire. Reviewed programs and functionality. Patient said they will try changing to another programming and make appt with hcp.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 ,lot# va2j8kw, implanted:(B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that implant from last year didn't work. They had an infection for over three months. They were on antibiotics for three months, and it worked for a week to ten days and then quit. They never healed after the surgery last year. They removed the implant and put in a new one on wednesday ((B)(6) 2023). They didn't know if they removed the whole system or just the stimulator.